Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a peripheral intervention procedure, the sheath; which had been placed in the patient's leg sheared apart. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, instructions for use (IFU), trends, quality control and visual inspection of the returned device was conducted during the investigation. One flexor ansel guiding sheath was returned for evaluation with a partially inserted dilator. At the proximal end of the device, there was a 0.5 cm segment of sheath tubing which had an accordion type wrinkle. This tubing segment was completely detached from the rest of the sheath material. The remaining intact material consisted of 0.7 cm of exposed coiling, 7.2 cm of sheath tubing, 0.9 cm of exposed coiling, and then 84.3 cm of sheath tubing. The tubing was found to be frayed at the separation sites and there was exposed tnrt lining extending out of the tubing. A tear was observed in the distal most tubing segment 0.9 cm from its proximal end. The tear was approximately 0.3 cm in length. Also, a kink was observed in the tubing 22.5 cm from the distal tip. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.